Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient kept putting different batteries in, the device was not working. The patient stated they need to increase and they are having problems. The patient stated it helped for about a week and then they were not able to control themselves as much since then. The patient had changed the batteries and had not been using the antenna. The patient described a screen with a triangle and exclamation point but did not describe the rest of the screen. Patient services had the patient plug in the antenna and the programmer showed the stimulation was on at program 1 and 3.4v. The programmer was noted to be functioning as expected. It was noted the patient had a follow up appointment the week after the report.the patient also mentioned they had memory problems and could not remember if the healthcare provider gave them instructions. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.